Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vacuum and cautery did not work during a surgical procedure. The aspiration was difficult when removing the lens. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The us controller was returned for evaluation. The u/s controller pcb was installed into a calibrated system. A system message (sm) was displayed on boot up. The jack-connector was not returned for testing. It remains inconclusive as to which component contributed to the which reported issues. The system met specifications. Additionally, as there were multiple parts replaced; it cannot be determined which part contributed to the reported event(s). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. However, the connector and the ultrasound connector printed circuit board (pcb) were both replaced to resolve this issue. It is undetermined which part did not meet specification. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 24, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) cannot be determined conclusively as multiple parts were replaced. The manufacturer internal reference number is: (B)(4).